Event description:
A report was received that the patient's ipg could not be charged. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the ipg replacement was cancelled due to patient developing infections unrelated to stimulator.

Event description:
A report was received that the patient's ipg could not be charged. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg could not be charged. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg could not be charged. The patient will undergo an ipg replacement. Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and will not be returned. The patient was doing well postoperatively.